Event description:
International affiliate reports that after six years of valve implantation, the patient experienced enlarged ventricle. The doctor advised to replace the valve due to possible valve blockage and because he felt that after six years, it was an appropriate time for valve replacement.